Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of unknown. The customer was treated for the high blood glucose with a 500. The customer only changed their infusion set. The customer was advised to change their reservoir as well. The customer stated that they were going to treat their blood glucose with syringes and monitor the issue. The customer did not return the product back for analysis.